Manufacturer narrative:
See MDR 1920664-2009-00276 for the delivery device used with this lens.

Event description:
The lens did not come out of the inserter correctly and the haptic crimped. The incision was enlarged to remove and replace the lens.